Event description:
It has been reported to philips that geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure got completed by restarting the system several times. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available, movements cannot be locked and can moved manually. Upon functional testing fse found that geo ipc failed to start up. To resolve the issue fse reseated the geo ipc board several times and restarted the system which fix the system temporarily. Fse recommended to replace the geo ipc. Later this issue reoccurred and the fse replaced the geo-ipc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.